Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging on (B)(6) 2017 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30 mg/dl and abdominal pain. The patient was reportedly hospitalized. The reporter did not provide treatment information. The reporter alleged a history/settings issue; the basal history does not match the active basal program. During troubleshooting by animas customer support, it was discovered that new basal rate was 12 am 0.600 but the change was not showing up in the history, was showing as 12am 0.500u and a healthcare provider at the hospital was unable to confirm when the change was made in the history. Animas customer support made several attempts to contact the patient regarding the incident; however, the patient did not respond to these attempts. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 16-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, the basal delivery totals in basal change history, total daily dose and black box match. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 3:01pm on 31-jul-2017. There was no evidence of delivery malfunctions observed. The pump passed delivery accuracy test and found to be delivering within required specifications. The basal deliveries performed during testing were accurately recorded in pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.